Event description:
The control knob position not matching the displayed position resulting in the patient receiving more medication than intended. The customer contact indicated the intended programming was to deliver an unspecified concentration of xigris at a rate of 83ml/hr with a volume to be infused (vtbi) of 500ml. Approximately one hour after the delivery was started, the nurse noted that the bag of xigris was empty. There were no reported adverse patient effects. The physician was notified and no medical interventions were required. The device was removed from clinical service. During testing by the user facility, the biomedical engineer noted that after the control knob was turned to the set vibi position, the display indicated set rate. Reportedly, after turning the control knob of the set vtbi position, the nurse "programmed the device so fast that she did not realize she was programming the rate." Though requested, no additional information was provided.